Event description:
Diagnosed with tmj disorder in 1984. Surgery for displaced menisci and vitek teflon proplast implants replaced menisci in both left and right jaw joint. No problems until 10/19/00. Contacted oral surgeon who informed rptr of FDA recall of vitek implants. Rptr's trying to have insurance co authorize and pay for removal of implants.